Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed/replicated the reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip clip test was performed and failed over 10 attempts. Failure analysis also found the secondary failure of loose grip cable to be related to the customer reported complaint. The instrument was found to have loose grip cables at the distal idler pulley, likely causing the failed clip test. The distal idler pulley spun freely and it was not damaged. The housing was removed for inspection and no damage was found . A review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. A review of the instrument log for the large hem-o-lok clip applier instrument (part number: 470230-12, lot number: n10181228-0022) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2021 on system sk0784. The instrument was used twice during the procedure for 6 minutes. The instrument had 83 remaining uses out of 100 maximum uses. There was no image or procedure video provided for review. The reported complaint is reportable due to the following: it was reported during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the large hem-o-lok clip applier instrument would not fire. The or staff used a backup instrument and completed the procedure with no injury to the patient. Failure analysis confirmed a failed clip test with the finding of a loose grip cable with no evidence of user mishandling or misuse. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur..

Event description:
It was reported that during a procedure the large hem-o-lok clip applier instrument would not fire. There was no further information provided at the time. Intuitive surgical, inc. Followed up with the initial reporter on 30-june-2021 and obtained the following additional information: the reported issue was identified during a radical prostatectomy with lymphadenectomy procedure. The or staff used a backup instrument to continue the procedure. No fragment fell into the patient and the procedure was completed with no injury to the patient. The instrument was inspected prior to use with no damage noted.